Event description:
It was reported that the lead dislodged and had migrated. The lead was replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Upon analysis it was reported that no anomalies were found, the outer insulation was melted and there were cosmetic problems, and there was blood/fluid on all conductors (non-obstructing). It was apparent that this damage occurred at explant.